Event description:
The customer reported receiving erratic readings of"hi" and 75 mg/dl on their freestyle lite meter. The customer input the readings into their insulin pump which made adjustments to their insulin dosage. As a result, the customer experienced symptoms of hypoglycemia such as sweatiness and shakiness. The customer self treated with food and water to help alleviate their symptoms and did not seek third party medical intervention. No emergent treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). This is a final report. The meter has been returned and the complaint was not confirmed. All results were within range specification. In addition, according to the meter's internal memory log, the reported readings were found and were taken within 10 minutes. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater that 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.